Event description:
Add'l info rec'd from MFR 9/10/03: the catalog number listed in the medical device report is "unk". Depuy's complaint record has the device identified as "1294xxxxxx", and described as "unk lcs complete". The manufacturing lot number listed in the medical device report is "unk". The total number of devices manufactured and sold for the last three years could not be determined, as the catalog number could not be obtained.

Event description:
Pt had both knees replaced in 1998, in june 1998, pt had a depuy congruency and in 1998 a depuy llcs complete. Pt has no problems with the congruency but during xrays of 2001 a small "lesion" was discovered on the rt femur. Xrays during 2002 showed the lesion to be larger even though pt was taking fosamax. Now pt needs to have this depuy lcs complete removed and have a bone graft due to the osteolysis. Pt has had 2 opinions which conclude that pt needs a bone graft and revision.